Event description:
The angiocath hub with tubing was inserted in the antecubital vein of the patient. The area where the hub and tubing meet had an event where the tubing broke and was retained in the patient requiring removal of a foreign object procedure. The tubing was removed successful by the physician with no permanent harm to the patient. The attached pictures are of a new catheter and packaging. The patient's catheter and retrieved tubing has been sequestered per our policy.